Event description:
On (B)(6) 2013, the reporter contacted animas alleging that in (B)(6) 2013, the patient experienced elevated blood glucose (bg) with vomiting and inability to walk, and was in the hospital. The specific date of the incident was not provided. Specific bg values and details of the incident could not be provided. The patient had reportedly been off the pump for several months prior to the reported incident because the battery cap was broken. The patient did not call into animas about the battery cap issue. The reporter denied power issues. The pump was unavailable for review, as it was reportedly stolen in (B)(6) 2013. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention after cessation of insulin pump therapy due to an issue with the battery cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.